Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer was taken to the hospital for a blood glucose of 59 mg/dl. The customer's doctor was evaluating the situation and believes the customer to be overly sensitive to their insulin. No further details were provided regarding symptoms or treatments of the low blood glucose. The insulin pump alarmed hardware low level failures; however, the alarm was cleared during troubleshooting. The patient's blood glucose at the time of call was 119 mg/dl. The insulin pump was returned for analysis. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin trace on u1 keypad assembly.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin trace on keypad assembly.